Event description:
It was reported that during a system removal on (B)(6) 2026 [related manufacturer reference number: 1627487-2026-00948] the lead broke leaving a fragment in the patient. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.